Event description:
It was reported that no readings/sensor error/brief sensor issue occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the reporter, on (B)(6) 2026 around 3pm, the patient¿s parent noticed the patient¿s cgm was in a brief sensor error state. The patient was wearing an omnipod insulin pump. The parent had not been with the patient the whole day, therefore, it was not known when the brief sensor error started. The patient was nauseous, had a headache, and a stomachache. The patient¿s blood glucose (bg) meter reading was taken and found to be 500 mg/dl while the cgm was still in an error state. Around 8pm, the patient¿s parent called the patient¿s doctor emergency line and was advised to give the patient 9 units of insulin (due to patient¿s young age ¿ 12 yo). She was advised there was no need to call the emergency line back if the patient¿s bg level returned to normal after treatment. However, at the time of report to dexcom the patient¿s bg meter reading was 800 mg/dl and the patient was still ¿feeling sick¿. The patient¿s parent stated they will monitor the patient¿s bg level for an unspecified amount of time before calling the patient¿s doctor back. The patient was still feeling nauseous, had a headache and a stomachache at the time of report. Attempts to reach the reporter back to an update on this event were unsuccessful. The reporter was eventually reached but was unwilling to provide dexcom with any further information. Performance data was reviewed. A ¿no readings¿, ¿sensor error¿, or "brief sensor issue" was not found within the investigation window. The allegation was not confirmed via data. However, it was found that no readings/sensor error/brief sensor issue under an hour occurred. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that no readings/sensor error/brief sensor issue occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the reporter, on (B)(6) 2026 around 3pm, the patient¿s parent noticed the patient¿s cgm was in a brief sensor error state. The patient was wearing an omnipod insulin pump. The parent had not been with the patient the whole day, therefore, it was not known when the brief sensor error started. The patient was nauseous, had a headache, and a stomachache. The patient¿s blood glucose (bg) meter reading was taken and found to be 500 mg/dl while the cgm was still in an error state. Around 8pm, the patient¿s parent called the patient¿s doctor emergency line and was advised giving the patient 9 units of insulin (due to patient¿s young age ¿ 12 yo). She was advised there was no need to call the emergency line back if the patient¿s bg level returned to normal after treatment. However, at the time of report to dexcom the patient¿s bg meter reading was 800 mg/dl and the patient was still ¿feeling sick¿. The patient¿s parent stated they will monitor the patient¿s bg level for an unspecified amount of time before calling the patient¿s doctor back. The patient was still feeling nauseous, had a headache and a stomachache at the time of report. Attempts to reach the reporter back to an update on this event were unsuccessful. The reporter was eventually reached but was unwilling to provide dexcom with any further information. Data was provided for investigation. The allegation was undetermined via data. Data found the estimated glucose values crossed the high threshold, and the app delivered high alerts at 0% volume as g6 always sound was disabled. After 45 minutes, the high alert was acknowledged at 12:00 pm. Egvs remained high (over 400 mg/dl) until 06:40 pm, but no additional high alerts were delivered as snooze was disabled. At 06:45 pm, the device began experiencing temporary sensor error under an hour. The probable cause is snooze disabled. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 investigation conclusion - correction.